Manufacturer narrative:
(B)(4). G2: foreign: country: canada customer has indicated that the product was discarded and will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a left total hip arthroplasty while drilling in the patient, the tip of the drill shaft broke. The drill was going forward. Surgical technique was followed. No pieces were left in the patient. There were no medical interventions and no patient harm. There was no surgical delay. Surgery was completed using a different device. No additional information was available.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned; however, pictures were provided. Visual examination of the provided picture identified the flex driver to be fractured as reported. A review of the device history records identified no deviations or anomalies during manufacturing. The reported event is not related to a combination of products; therefore, a compatibility review is not applicable. Medical records were not provided. The reported issue was confirmed via the provided picture; however, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.